Event description:
The sc 6002xl monitor switch from neo natal mode to adult mode, without user intervention. In addition, on 6/2002, it was observed that the device displayed an error message of "main unit", and the device was not operable. After checking the device, the system was shut down and then restarted and the error was eliminated. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The device was evaluated on site, with no problem detected. The customer has placed the device back in use.